Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a ridge on the balloon after it was removed from the patient. It was alleged that the patient experienced pain and self-limited bleeding.

Manufacturer narrative:
Received 1 used foley catheter without the original packaging. During visual inspection, it was observed that the irrigation arm was cut and was not returned for evaluation, other defects along of the catheter were no found. Per functional evaluation, the balloon was inflated with air and then deflated. A cuff roll was not formed. After that, 35cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and no cuff roll was formed. Per the dimensional evaluation, the active length was measured and the results were as follows: short side= 0.9240¿, long side=0.9380¿ (per (B)(4) the active length is 0.9¿ to 1.0¿). The reported issue could not be reproduced; however, it is confirmed since the pictures attached by covington personnel in preliminary eval attachments clearly show the cuff roll in the catheter. The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.